Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value not provided due to incorrect time being set. High bg was addressed by correction bolus via pump. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.